Manufacturer narrative:
D1: brand name corrected. D4: serial and primary UDI number corrected. D9: is device returned to manufacturer? And date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A 68 year old male was treated for an acute myocardial infarction and cardiogenic shock. An impella cp was placed via the right femoral artery. After the repositioning sheath was advanced, oozing at the site of insertion occurred and a hematoma formed despite conservative measurements. The patient was transferred to another center where a large hematoma was noted at the insertion site despite a femostop device in place. The patient received blood transfusions, was escalated to veno-arterial extracorporeal membrane oxygenation and later to an impella 5.5 and the impella cp was removed. Due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae/hematoma/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.